Manufacturer narrative:
(B)(4). The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that this 23mm aortic pericardial valve, implanted approximately three (3) years and seven (7) months, was explanted due to valve dehiscence and aortic paravalvular regurgitation. This device was originally implanted for aortic valve replacement to correct aortic stenosis. The patient underwent an examination, and it was found that the 23mm valve was coming off from the patient annulus. Bentall surgery was performed and the device was replaced with a 25mm 2900tfxj aortic pericardial valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿.

Manufacturer narrative:
F10: device code 3191 = host tissue, pannus growth. H3: evaluation summary: customer report of paravalvular regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact and minimal calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Thrombotic-like material was observed on the outflow aspects of leaflets 1 and 2 and encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Suture pledgets remained attached to the sewing ring on the inflow aspect. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the root cause of this event cannot be conclusively determined. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. Per the instructions for use (IFU), prosthesis thrombosis and prosthesis pannus are potential adverse events associated with bioprosthetic heart valves. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.